Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be duplicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported when the image acquisition system (ias) was being removed from around the patient after image acquisition, the ias powered off suddenly. It was noted the radiologic technologist (rt) was moving the system. It was also noted the gantry was very close to the floor. The site was able to power the ias back on and move it away from the patient. No extra images were taken, and the patient was not exposed unused radiation. This issue occurred perioperatively and caused a three-minute surgical delay. There was no reported impact on patient outcome.